Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump case fell causing the infusion set site to be pulled out. Blood glucose (bg) was 618 mg/dl and ketones were present. The customer did not have additional supplies on hand. The customer was treated with intravenous insulin in the emergency room (ER) for diabetic ketoacidosis (dka) and high bg. After staying overnight in the emergency room (ER), the bg was 134 mg/dl and the customer was feeling better. The infusion set site was changed and insulin delivery was resumed.